Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-600s mg/dl) and ketones were present. Customer delivered a correction bolus and administered manual injections to address elevated bg. Due to ongoing elevated bg and a large ketone level, customer went to the emergency room on (B)(6) 2019. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin and fluids. After one day, customer left the ER in stable condition; bg was 102 mg/dl. Customer did not know cause of elevated bg. Recommendation was made for customer to discuss the event with their healthcare provider.